Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead failed to advance to the ideal location in the atrium. The right atrial lead was not installed and the procedure was completed using an alternate right atrial lead on (B)(6) 2023. The patient's condition was stable.

Event description:
It was reported that the patient presented in the operation room for implant procedure. During the procedure, the newly implanted right atrial (ra) lead failed to advance by the guidewire to the ideal location in the atrium. The ra lead was not installed and the procedure was completed using an alternate ra lead on 03 jan 2023. The patient's condition was stable.

Manufacturer narrative:
The reported event of failure to advance guidewire/stylet was not confirmed. As received, a complete lead was returned in one piece measuring 52.1 cm with all four tines intact and undamaged. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. A stylet was able to be inserted through the entire lead body and removed with no restriction during stylet insertion test. Correction: section b5 ¿ should have said "during the procedure, the newly implanted right atrial (ra) lead failed to advance by the guidewire to the ideal location in the atrium." Rather than "during the procedure, the newly implanted right atrial (ra) lead failed to advance to the ideal location in the atrium."